Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 100 mg/dl after meals and fasting around 102 mg/dl. Last 5 results in memory were 73, 68, 70, 78, and 73 mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (68) and normal result (100) is located is zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Caller normally is around 100mg/dl after meals and fasting around 102mg/dl. Last 5 results in memory were 73mg/dl, 68mg/dl, 70mg/dl, 78mg/dl, and 73mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (68) and the normal result (100) is located in zone b/c. No adverse event reported.